Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: b1: adverse event was added. B2: adverse event reported due to customer stating "I noticed from the outset that their meters we're measuring unusually high. Of course as a result of these high measurements, I injected more insulin and basaglar". H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6) 2020: d1: brand name corrected from "true metrix" to "true metrix go". H1: type of reportable event corrected from "malfunction" to "serious injury". Note: via email from customer on (B)(6)2020, customer stated that he noticed the meter was testing unusually high, as a result, the customer injected more insulin and basaglar medication. Note: manufacturer contacted customer in follow-up calls on (B)(6) 2020 and (B)(6) 2020 to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer received an email from customer on (B)(6) 2020 and stated that he has filed a complaint with the appropriate agencies about thi products. Customer stated to not waste his time any more.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Customer answers the call and then disconnects.

Event description:
Consumer reported complaint for high blood glucose test results; consumer initially reported complaint via e-mail and then was contacted via telephone. Customer was unable to see the serial number of the back of the meter, but verified it was a truemetrix go. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer¿s expected non-fasting blood glucose test result range is 140-220 mg/dl. While reviewing the meter memory, customer stated that he did not want to continue troubleshooting, that he is discarding the truemetrix go meter and then disconnected the call. No further information was able to be obtained. Result 1: 396 mg/dl date: (B)(6) 2020 time: 11:17am non- fasting; result 2: 314 mg/dl date: (B)(6) 2020 time: 6:05pm customer is not sure if fasting or non fasting; result 3: 384 mg/dl date: ( B)(6)2020 time: 4:28pm customer is not sure if fasting or non fasting.